Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose and insulin pump had over delivery. The customer blood glucose value was 2.3 mmol/l. The customer treated for low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The reservoir will not be returned for analysis.